Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation was unable to reproduce the customer report of "blood flow," the device was tested and was found to perform within specification. No related device malfunction could be identified.

Event description:
It was reported that a spectrum pump had "blood flow" in the ambulatory outpatient pediatrics oncology/hematology unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4).the follow up manufacturer report provided on 02/03/2016 was incorrect. This manufacturer report 1314492-2016-00488 is reportable and should remain in the FDA database.

Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found to be in specification in relation to the reported "blood flow" which was a vague symptom and lacked detail and was not confirmed. Evaluation was able to run a loaded set at multiple rates without any discrepancies. No corrections to the device are required.this MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00488 can be removed from the FDA database.